Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake. The customer reported a blood glucose value of 58 mg/dl. The event involved product(s) unomedical, mmt-1780kpk, mmt-332a. Troubleshooting was performed for the cosmetic damage event and the serialized device was replaced. Troubleshooting was not performed for the low blood glucose/over delivery. The customer stated that the pump was cracked, and the battery came out. No further patient complications were reported. No product return is required for unomedical. The customer will discontinue use of the device. Mmt-1780kpk was requested and the customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. A test battery/battery cap locks properly into the battery compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08725 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the event date of (B)(6) 2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of (B)(6) 2025 of the daily total collection start time, the daily total of basal insulin delivered = 13.025 u and daily total of bolus insulin delivered = 3 u which is equal to the daily total of all insulin delivered = 16.025 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 07:12:00.000. Insert battery alarm was found on: (B)(6) 2025 16:51:46.000, (B)(6) 2025 16:58:36.000. (B)(6) 2025 22:47:56.000. (B)(6) 2025 22:48:38.000, (B)(6) 2025 22:48:53.000. (B)(6) 2025 22:49:07.000, (B)(6) 2025 22:49:12.000. (B)(6) 2025 22:49:13.000, (B)(6) 2025 22:49:27.000. (B)(6) 2025 22:50:31.000. (B)(6) 2025 22:54:44.000. (B)(6) 2025 22:55:16.000, (B)(6) 2025 22:55:39.000. (B)(6) 2025 22:58:59.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 22:48:33.000, (B)(6) 2025 22:48:53.000, (B)(6) 2025 22:48:54.000. (B)(6) 2025 22:49:09.000, (B)(6) 2025 22:49:12.000, (B)(6) 2025 22:49:23.000. (B)(6) 2025 22:54:44.000. Replace battery alert was found on: (B)(6) 2025 16:43:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, failed battery alert/battery failed alarm and replace battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected low battery alert, failed battery alert/battery failed alarm and replace battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (25.16 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment side of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.